Event description:
It was reported that an ilet pump emitted repetitive beeps every few minutes without corresponding on-screen alerts, vibration, or event logs, and the beeping persisted even with volume set to off, stopping only when the pump was turned on and unlocked. The issue continued after a firmware update. A replacement device was arranged. No reported symptoms. Outcomes included user inconvenience and sleep disturbance. Investigation included case triage, verification of shipping details, instructions to shut down the device, data synchronization guidance, and escalation for further review. Investigation of this case revealed a suspected device alarm malfunction consistent with an abnormal audible alert behavior without logged alerts or vibration, suggestive of an internal alarm handling or user interface anomaly affecting the pump component. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction pending further evaluation. A physical evaluation will be performed, and a supplemental will be submitted.